Event description:
Patient in ICU [intensive care] (B)(6) had pa [pulmonary artery] catheters in place that rn staff noted to be "locked" yet were still moving. This issue had been noted previously in a different ICU pt as well, so staff were alerted to watch for this in last week's weekly update. Cns [clinical nurse specialist] for this ICU has one defective product and other is still currently in pt, rn staff aware to save it after removal if possible.